Event description:
It was reported that pump malfunction occurred after pump battery died and customer later charged pump, at which point pump showed malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection and did not require help from a third party. Technical support helped customer reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.